Event description:
Product analysis was completed for the returned programming system, and the reported allegation was not verified. No anomalies associated with the handheld software performance were noted during testing. Additionally, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
A vns treating hospital reported that the (B)(4) handheld computer was not working. The company representative was unable to resolve the issue through troubleshooting steps. A hard reset was performed, and the handheld remained stuck on the align screen. The representative attempted to scrape debris from under the handheld screen and then performed a hard reset, and it was still stuck on the alignment screen. The programming system was received to the manufacturer on (B)(4) 2012, however product analysis has not been completed to date.

Event description:
It was initially reported that the site was having an issue with their programming system on (B)(6) 2012, but it was believed the event had resolved at that time through troubleshooting.

Manufacturer narrative:
The initial report inadvertently did not report the date of event correctly.